Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2017-00239: head, 3025141-2017-00241: stem, 3025141-2017-00242: neck 2.

Event description:
An arh slide-loc radial head replacement implant system was implanted on (B)(6) 2016. On (B)(6) 2016, a second surgery was performed as the head/neck assembly had dissociated from the stem. The neck was replaced with a new one; the head and stem were implanted again. On (B)(6) 2017, a third surgery was performed as the head/neck assembly had dissociated from the stem. In this surgery, all of the implants were removed.